Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included an anterior leaflet prolapse. One clip was implanted; however, post deployment, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet. Two additional clips were implanted and mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.